Event description:
Pt underwent placement of 28mm x 15 mm diameter x 16.5cm length aneurx bifurcated stent graft in 2000 for the endovascular treatment of an abdominal aortic aneurysm. It is reported that the patient had significant aortic neck angulation. The implant report is unavailable. A CT scan approximately 6 or 7 months post implant showed the device had migrated 2-3cm below the renal arteries and a right iliac occlusion developed. On event date an angiogram performed confirmed the level of the renal arteries and again showed the endoleak. Through the left femoral artery, a 28mm diameter x 3.75cm length aneurx aortic extension cuff was implanted to overlap the pre-existing bifurcated stent graft. An endoleak at the superior tip of the graft was noted; therefore, a second 28mm extension cuff, overlapping the first cuff was implanted. The tip of the aortic cuff was positioned just below the level of the renal arteries. To achieve better apposition, an angioplasty with a 25mm balloon was used to fully expand the stent. A final angiogram demonstrated no endoleak. Following the angiogram a femoral cross over bypass graft to bypass a right iliac occlusion that had developed after the initial stent procedure was performed. A femoral bypass using a 8mm hemashield graft was inserted and successfully bypassed the obstruction. It was reported that the pt was in stable condition and no additional clinical sequelae has been reported related to this event.